Event description:
The hcp reported the pt presented with signs of an infection of the device pocket - "fever." A culture of the blood was positive for staph. The pt was treated with IV and oral antibiotics and the device system was explanted. The infection is reported to have resolved.